Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. Reference reports: mw5180932, mw5180934. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported that they received a notification from walmart regarding a recall. There was no alleged adc device issue related to the adc device. The customer was contacted successfully, and the customer reported that they had already contacted adc and confirmed that their adc device was not a part of recall. There was no report of third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.